Event description:
It was reported that pacemaker mediated tachycardia events were observed via remote transmission and in-clinic evaluation. Review of the episodes revealed that the patient had retrograde conduction. The device was reprogrammed. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.